Manufacturer narrative:
Patient information was requested, but not yet provided. Related MFR 3003306248-2022-10686. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer requested a loaner console due to alarms on the centrimag console (s3 alarm) and motor (m4 alarm).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 and m4 alarm was not confirmed. The centrimag motor was not returned for analysis. Multiple good faith efforts were sent to retrieve additional information regarding if any troubleshooting was performed for the alarms and to provide tracking information; however, no response was received. To date, no product has been returned to abbott. Multiple good faith efforts were sent to retrieve the motor serial number; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the centrimag motor being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms including m4 and s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 3003306248-2022-10686.